Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the they had an implantable neurostimulator (ins) implanted in their back hip. The patient was planning to fly down south and they were worried about going through security. The patient reported that they have had their machine shut down going into (B)(6) and it randomly crashed on the patient already. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient had spoken to the clinic and needed to go in and get diagnostics done on the device. The patient stated that she was told by the manufacturer that they could get it restarted 6 times but the clinic said only two times and then if it happened again it needed to be replaced. The issue had not been resolved at the time of report. No surgical interventions was occurred or planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.